Event description:
It was reported that the advisory device was prophylactically explanted and replaced. The patient is pacemaker-dependent.

Manufacturer narrative:
Interrogation of the device revealed it was above eri when received. Based on this information, the device was found to communicate appropriately with a merlin programmer and has not reached the elective replacement indicator (eri). The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.

Event description:
New information received notes that the patient did well after the procedure and was discharged the same day.